Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via sems-06755574 that an ar-8850 centerline¿ endoscopic carpal tunnel release instruments inner sleeve the blade was flopping around. This was discovered during a case where there was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, such as improper use of the device. The complaint allegation was not confirmed, and no evidence of the failure was received.